Event description:
A surgeon mentioned to a depuy mitek sales rep that he had four (4) pt reactions in 2004 using the intrafix device. The white blood cell count did not spike, nothing was cultured and no antibiotics was given to the pt. The surgeon decided to remove the device and the pts are doing fine now.